Event description:
Additional information received indicated that patient underwent surgical intervention where the existing lead was replaced, and another lead added for better coverage. Effective therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient lead migrated which was confirmed via x-ray. As such surgical intervention is pending to address the issue.

Manufacturer narrative:
B3- date of event is estimated.